Manufacturer narrative:
One cadd legacy was returned for evaluation of its delivery accuracy. Upon visual inspection of the pump, it was found to have a scratched screen. Delivery accuracy testing was performed and was noted to be over delivering of the control limit of +/- 3 percent, but within manufacturer's published specification of +/- 6 percent. The complaint was unable to be confirmed. The expulsor was trimmed however as a preventative measure for the delivery accuracy. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by -6.75%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.